Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue; the ump was reportedly vibrating constantly when there was a battery in the pump. No moisture reported in pump at time of call. The patient is reportedly able to navigate screens as desired, but the pump vibrates without stopping. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: on investigation, the pump powered on with normal vibratory function. Investigation did not duplicate the allegation of no vibratory function. Unrelated to the original complaint, the pump case was noted to be cracked near the bottom right corner of the display. The pump was opened for investigation and reveal evidence of moisture damage inside the pump.